Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the lower threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per form. The reported device was located on an unknown tooth site and the length of time used was unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1246944). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1246944) for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that screw fractured. Abutment and implant are fine. No impact to patient. No medical history reported. Tooth location not reported.